Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with programming his insulin pump. The caller stated that in the morning his glucose level was 110mg/dl, but it increased to 277mg/dl. During the call, the customer mentioned that he went to the hospital for hypoglycemia episodes. The last time visit was 30mg/dl. The customer stated that he fell asleep and woke up in the hospital. The caller stated that they took off the insulin pump for two days and he was on another type of insulin. No further information was provided.